Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump was repeatedly emitting call service alarms cs 64-0001 and the pump could not be primed because of the alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated multiple cs 064-0001 call service alarms on the event date. A pump rewind, load, and prime step sequence could not be completed due to a duplicated cs 064-0001 call service alarm that was emitted during the load step. The pump also could not be exercised for 24 hours due to the same alarm. The pump case was removed and the motor flex cable was found to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.